Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("heavy menstrual bleeding / menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/abdominal cramping") and pelvic pain ("pain/ severe lower pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and hysterectomy with removal of the essure). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety, depression, vaginal haemorrhage, fatigue, alopecia, migraine, headache, vaginal discharge, back pain, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation was performed most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received: reporter's information, patient demography added. New events - abnormal bleeding (vaginal), fatigue, hair loss, migraines / headaches, lower abdominal pain, perforation(fallopian tube(s)), vaginal discharge were added. Abdominal cramping clubbed with event lower abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.